Manufacturer narrative:
Customer contact, reporter institution name, address and phone number, email address are corrected as below. Reporting institution name: (B)(6) hospital. Reporting address: (B)(6) hospital. Reporting institution phone: (B)(6). Reporter email: (B)(6).

Manufacturer narrative:
Investigation summary is corrected as below, and evaluation result & conclusion codes are also corrected. The rse evaluated the device remotely and determined that the clinical mode was unavailable and produced an intermittent sound and guided to perform a self test. After performing a self test, the device returned to full functionality. The device returned to customer and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the clinical mode not available is displayed and there is an intermittent sound. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The rse evaluated the device remotely and determined that the reported issue was due to software issue and the root cause of the reported issue was unknown. The software version was upgraded in order to resolve the reported issue. The device returned to customer and no further evaluation is warranted at this time.